Event description:
It was reported that the patient had urethroplasty in 2018 and the old artificial urinary sphincter (aus) was removed and the date and information about the explanation are unknown . A new aus system was implanted in patient. No complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.